Manufacturer narrative:
The lot history records related to the subject device referenced in this complaint record were reviewed for potential contributing factors for the failure mode(s) described in this event. A review of the device quality records showed that the device(s) demonstrated compliance to established procedures and specifications at the time of manufacture.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. At the conclusion of the procedure a type ia endoleak was observed. The physician elected to balloon and coil at the proximal graft collar however, the coiling appeared long and extended into the aortic lumen. A gore aortic graft was used to cover the coil however, was unsuccessful in resolving the endoleak. The physician is electing to monitor the patient.

Manufacturer narrative:
Clinical assessment was completed based on the received medical records. The reported intraoperative type 1a endoleak, and unsuccessful attempt of resolving the endoleak at the conclusion of the initial procedure is unconfirmed due to the lack of relevant medical images surrounding the event. Device, user, procedure or anatomy relatedness of this complaint could not be determined. The final patient status was reported being stable and on surveillance. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device remains implanted; therefore, no device evaluation was completed. No additional investigation of this reported event is planned; however, if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed.